Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for fibrin and red cell hang-up with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. A review of specimen handling parameters should be reviewed for this tube type. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced insufficient clot activator additive during use. The following information was provided by the initial reporter: the customer stated "after taking enough time as specified in product brochure, blood clotting didn¿t occur and excessive fibrin deposits were observed."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced insufficient clot activator additive during use. The following information was provided by the initial reporter: the customer stated "after taking enough time as specified in product brochure, blood clotting didn¿t occur and excessive fibrin deposits were observed".